Event description:
It was reported that during the right shoulder joint glenoid labrum repair surgery, the anchor broke. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
One 2.3mm osteoraptor anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported anchor breakage. The anchor is free from the inserter and is broken and bent. Anchor was returned in multiple pieces. Dimensional assessment is prohibitive. The suture remains assembled on the inserter. The condition of the anchor indicates it was subjected to excessive force during insertion.